Event description:
Computer display on ventilator went blank and unit powered itself down. No alarm sounded. Pt had to be bagged to regain acceptable oxygen saturation prior to being placed on a different ventilator. No pt injury.